Event description:
It was reported per the sales representative who spoke to the perfusionist over the phone, that the intra-aortic balloon (iab) was prepped per instruction. As the md was inserting the iab through the sheath, it became stuck. As a result, the iab and sheath were removed as one unit. Another iab was inserted. Reference MDR #1219856-2009-00475 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.